Manufacturer narrative:
Additional info has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number. Additional info has been requested.

Event description:
Acdf performed (B)(6) 2010. Pt implanted with cslp plate and screws at c4-c6. Postop pt fell and the expansion head screw and locking screw backed out of the plate. Pt revised on (B)(6) 2011. Expansion head screw and locking screw were removed and replaced. This is the 1st of 2 reports submitted on this event.